Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. A 2.00mm x 15mm emerge was used and advanced to the lesion. It was noted that the tip broke off. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with an emerge shelf box. The batch number on the packaging and device matched the reported batch. There was blood on the balloon. The balloon was loosely folded. There were multiple hypotube kinks. The hypotube was completely separated 55.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the separation and kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was further reported that the catheter broke in half during the first attempt at advancing it while inside of the patient, corrected from the tip detaching.